Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, broken battery tube threads, minor scratches on the lcd window, missing reservoir tube o-ring and broken belt clip slot. The test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Event description:
Customer reported via phone call damage to the insulin pump. Customer's blood glucose level was 200 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised the damage was around the reservoir compartment and the reservoir. Customer advised the device was cracked for a while and part of it fell off near the reservoir compartment. The location of the damage was the reservoir compartment and it was no longer able to hold the reservoir in place. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.